Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products and associated with mdrs # 1225714-2013-02984, 1225714-2013-02985, 1225714-2013-02986, 1225714-2013-02987.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2006 and subsequently expired on (B)(6) 2006, after the use of the product.